Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to glass breakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for glass breakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that breakage occurred after use with bd vacutainer® acd-a 1.5 ml blood collection tubes. The following information was provided by the initial reporter, "acd tubes break in the centrifuge during spin cycle. - observed in different batches, lose of precious clinical sample." 5 occurrences were reported.